Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and a motor position encoder error. The customer¿s blood glucose level was unknown. Customer reports the drive support cap was normal. Customer stated that insulin pump was exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime a broken force sensor was detected during seating or regular delivery test, excessive no delivery test and displacement test or verify motor error alarm, displayable history crc check failed on startup and alarm due to a broken force sensor was detected during seating or regular delivery alarms.